Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. The customer's blood glucose level was unknown. The customer stated her current insulin pump was working okay but she had an instance where her infusion set messed up when removing her serter which resulted in her not getting insulin for 24 hours. It was unknown if the insulin pump was in auto mode at the time of incident. The insulin pump will not be returned for analysis.